Manufacturer narrative:
Three days post-procedure, the patient presented with a retroperitoneal (rp) bleed. The patient was immediately taken to the emergency or where a surgical cut down was completed to repair the vessel and explant the manta device. During surgical intervention, it was noted the manta device was positioned high and close to the inguinal ligament. The IFU warns "do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding." The suspected root cause of the retroperitoneal bleed may be due to user error in utilizing manta in a patient with high access (at or above the inguinal ligament). The following are potential adverse events related to the deployment of manta devices: "retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery (iea)." Risk documentation was reviewed and the incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history record (DHR) was reviewed and confirmed no non-conformities. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury associated with a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a possible contributing factor in this event. The manta instructions for use provides the following warning: do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The instructions for use also identifies adverse events related to the deployment of vascular closure devices including: retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery (iea). Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Manta 18f vascular closure device (manta) was used to close the femoral access site. Femoral access was achieved with the use of ultrasound guidance and a micro-puncture kit. The reporter stated single-wall access was achieved and the site appeared to be in a good location with no calcification present at the access site. Manta was deployed without incident at the time of closure. A small hematoma developed at the end of the case and was resolved with five minutes of manual compression. The patient reportedly recovered as usual and was transferred to an inpatient room. The following day ((B)(6) 2020), the patient was evaluated and the vascular closure site reportedly "looked good" and the patient reportedly had a normal hematocrit (hct) level. The patient was discharged to home. On (B)(6) 2020, the patient presented back to the hospital with a low hct level and a retroperitoneal bleed. The patient was taken to the operating room for emergent surgical repair of the femoral artery. The surgeon reported the femoral access site for the tavr procedure was high in location and was close to the inguinal ligament. The manta was located on the anterior surface of the proximal femoral/distal external iliac artery between the origin of the circumflex iliac and the inferior epigastric arteries. The manta was explanted, and surgical repair of the vasculature was completed. The patient reportedly recovered well.